Event description:
Note: data/event not recognized as a reportable subject initially. Sustained full thickness tear in the hypopharyngeal area, possibly during an intubation from a spinal procedure several days earlier. Condition necessitated a second operating room surgical visit, to repair. Probable device operator error.